Event description:
The customer stated that the insulin pump had a blank display after changing the battery. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap.